Manufacturer narrative:
(B)(4). Additional information provided by the account.

Event description:
Additional information provided by the account: posterior vaginal wall repair with biological graft. Capio instrument used to fixate implant in place. According to the reporter: the initial date of implantation was (B)(6) 2013. The patient's medical condition was first noticed on (B)(6) 2013. During the initial procedure there was difficulty in dissection due to previous surgeries. The patient was referred to a pain clinic to address her medical condition. Patient is awaiting polypropylene mesh tape removal.

Event description:
According to the reporter, the device has created issues with scarring, sexual intercourse, pain and bleeding.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/10/2015.